Event description:
Complainant reported that a genzyme surgical products saphlite saphenous vein retractor (with saphlite light panel attached to the underside) was used during a saphenous vein harvesting procedure. Toward the end of the harvesting, the retractor assembly was laid down between the pt's feet. The pa and scrub nurse became aware of a strange odor after 5-10 minutes. They retrieved the retractor assembly and noticed that the portion of the pt booty heel, approximately 2-3 cm was melted onto the curved portion of the light panel. A syringe that was resting against the light panel was also deformed. Complainant reported no pt injury assembly for an add'l 5-10 minutes to complete the harvesting portion of the procedure. The or nurse poured sterile water over the curved portion of the light panel to keep it cool; it was reported that the illuminating portion of the light panel was not hot to the touch. There were no problems during the remainder of the procedure and the retractor assembly was removed from the sterile field.